Event description:
Fmc canada (0805) reported a leaking transfer set (question "a crack caused by the clamp"). Patient reported to have peritonitis. The sample was discarded. 12/21/98 attempted to get info for medwatch. 12/30/98 patient was in the hospital from 11/30 to 12/2 on antibiotics. Gentamycin intra-peritoneal then ancef intra-peritoneal. Cultures were done and the result was positive for growth.